Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
Infutronix received a report that a pump powers itself off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was requested to be returned.